Event description:
The product was used during a laparoscopic thoracoscopy. Reportedly, the instrument was difficult to open properly for placement. Upon firing, a small portion of tissue was transected with a minimal staple line achieved. The surgeon converted to a laparotomy and performed a mini thoracotomy. The hospital has reported the pt has since expired, but not as a result of the products.